Event description:
It was reported to philips that the processor pca needs replacement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Pending.

Event description:
It was reported to philips that the processor pca needs replacement. The authorized service provider (asp) during the device's annual inspection found a bend a pin in data card slot on processor pca. This bent pin can cause data storage issues. The asp recommended processor pca replacement. Upon conclusion of the evaluation, it was determined that the processor pca should be replaced. However, the customer didn't want replacement of the processor pca since they don¿t need event data storage. The device remains at customer site with no further repairs.

Manufacturer narrative:
Updated: device evaluated by mfg, evaluation method code grid, evaluation results code grid, component code grid, and conclusion code grid.